Event description:
The pt reportedly was unable to hear while using the sound processor. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.